Event description:
It was reported from central sterile services that the connection between the lag screwdriver and the lag screw is too loose. The surgery was finalized with another lag screwdriver.

Manufacturer narrative:
Evaluation summary: visual examination- the first winding of the thread of the inner tube is deformed and shows traces of cross threading. Review of device history record (DHR)-inspection records. A review of the DHR for the lag screwdriver (lot code k533502) revealed no discrepancies. The item was documented as faultless prior to distribution and has been in use for a longer time (approximately 2.5), we pre-suppose that the lag screwdriver had fulfilled its tasks in former surgeries as intended. Deviations in the manufacturing documents were not found. The first winding of the inner tube is damaged- probably due to a wrong use of the item or oblique adapting. Due to the found damage a corresponding lag screw could not be connected with the inner tube. Evaluation revealed that the reported event is most likely linked to user error contributed by the design of the device.